Manufacturer narrative:
(B)(4). Evaluation conclusion: off-label (treating a pre-operative dissection). Failure to follow instructions (ballooning when treating a dissection).

Event description:
A valiant stent graft system was implanted in the patient for the endovascular treatment of a 200 mm in length thoracic type b dissection in zone 4. The diameter of the proximal thoracic aorta at implant was 35 mm. The degree of angulation of the aortic arch was 45 degrees. The length of the proximal landing zone on the greater curvature side from the distal lsa to the false lumen thrombosis and short in length, measured 7 mm. It was reported that, during the index procedure, the valiant 38x34x150 stent graft was implanted with the proximal end in zone 2. Half of the left subclavian artery was covered and a proximal type I endoleak was observed after the valiant stent graft was implanted. The physician elected to use another manufacturer¿s catheter to balloon the proximal end of the stent graft. However, the proximal endoleak persisted and the physician elected to complete the procedure and monitor the patient¿s condition. Per the physician, the cause of the event was related to the patient anatomy of a short landing zone. No additional sequelae were reported.

Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.